Manufacturer narrative:
The device was returned to the manufacturer and the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated when additional info is received.

Event description:
It was reported that the wire was stuck in the collet. This was found prior to surgery. There were no adverse consequences related to this event.